Event description:
It was reported a patient underwent a total knee procedure on an unknown date in 2022 and topical skin adhesive was used. Post-op, the patient had necrotic wound. Severe necrosis was first noticed 5 days post op. A skin flap was done, healthy tissue was harvested from another part of the body and placed where the dead tissue was removed. Current patient status unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. In what area or tissue was the severe necrotic tissue? Necrotic tissue was on the knee and was experienced by 1 patient. Is photo available of patient's necrosis? Yes, rep has 2 pictures for the patient with severe necrosis 1 pic is 5 days post op the other 2 weeks post op. What was the procedure date? Not provided. What date /day post op was the issue noted? Severe necrosis was first noticed 5 days post op. Was any prescription strength medication prescribed? Please specify? The patient who experienced the severe necrosis was taking a clinical trail medication to assist in his recovery of his addiction of heroin. Was any surgical intervention performed to address severe necrosis? A skin flap was done, healthy tissue was harvested from another part of the body and placed where the dead tissue was removed. Were any cultures taken? Results? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Name of surgeon? Dr. (B)(6). Current patient status. Unknown. Please describe how was the adhesive was applied. Per IFU. What prep was used prior to, during or after adhesive use? Per IFU. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, ace wrap. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None aware. Is the patient hypersensitive to pressure sensitive adhesives? None aware. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Product code and/or lot of product used? Unknown. Is product available for return/analysis? None. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. No product is available for return. Note: events reported on: mw# 2210968-2023-00428, mw# 2210968-2023-00429, mw# 2210968-2023-00430. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.